Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed a supplemental report will be filed.

Event description:
It was reported that bd maxplus extension set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that the extension tubing coming loose.

Manufacturer narrative:
Investigation summary: one photo was received and analyzed by our quality team with the customer's complaint of connection issues. The photo does not show the affected component for further investigation. The complaint is verified from photo but without further information like the batch# of the affected component for device history record review- the root cause of this issue remains unknown.

Event description:
Photo.